Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient order failed to appear on the station. A technical support specialist (tss) dialed into the server and verified the issue. The patient and the order were present on the server; however, the order appeared to have been cancelled. A database check confirmed that the server had received a cancellation message for this order. Tss confirmed that the customer managed to override the medication and administer it to the patient. The customer stated that the issue was resolved and no further assistance was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient order was not showing up. The customer reported that the malfunction occurred while dispensing the medication and caused 2 hours of delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient order was not showing up. The customer reported that the malfunction occurred while dispensing the medication and caused 2 hours of delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.